Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the lumidigm software needed to be upgraded, as the user was unable to log in using the biometric identifier. A technical support specialist (tss) completed the lumidigm software update and confirmed version 9.6.41540; however, the issue persisted. A field service engineer (fse) then replaced the biometric identifier scanner, while the tss remotely connected to the station to reinstall drivers and troubleshoot missing software. The system functioned as intended after field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier needed to be upgraded the lumidigm software, as the user was unable to log in using the biometric identifier. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.